Manufacturer narrative:
There was no patient involvement.livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) gave an error message during priming and could not open/close.there was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H10: in the initial report the product code was wrongly set to dwc. The correct code is dxc and has been aligned accordingly in d section.

Event description:
See initial report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. An error code associated to the clamp encoder was displayed. The encoder board was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.